Manufacturer narrative:
E1: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in uruguay. It was reported that, the patient was hospitalized due to infusion set's broken needle event on (B)(6) 2024 . Patient's blood glucose level at the time of issue was 480 mg/dl. Patient was treated via saline. Patient was hospitalized for 5 days. No further information available.